Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the left main and left anterior descending (lad) artery. The 3.5x38mm promus element plus stent was successfully deployed. A 3.5x12mm quantum apex balloon was advanced for post-dilation; however, when the balloon crossed the placed stent the proximal end of the implanted stent was deformed. The deformed stent was dilated with the 3.5x12mm quantum apex balloon with an "acceptable" final result. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this event is that another device/drug/subsequent procedure caused the complaint event. (B)(4).